Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for a rhythm that appeared to be conducted from the atrium so supraventricular tachycardia (svt). The patient was treated with atp and ended up going through 5 shocks that exhausted therapy. Boston scientific technical services (ts) discussed rhythm morphology and considering programming options. The health care professional (hcp) will discuss with the physician. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.